Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the set up was completed successfully but auto-login was failed. The customer stated that this malfunction did not cause a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the set up was completed successfully but auto-login was failed. The technical support specialist remotely accessed the station, performed troubleshooting, and the customer confirmed that the issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the set up was completed successfully but auto-login was failed. The customer stated that this malfunction did not cause a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a.